Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information requested and received: what was the patient age, gender, bmi? (B)(6), female, bmi=37. Was buttressing material used? No. Please provide timeline of events from initial procedure to reoperation. On the morning, first intent. Post-op follow-up: at the beginning, no anomaly. Then, from 11 pm: drop in blood pressure and drop of hemoglobin in the blood test. At 3 am, revision surgery at the operating room. Then, transfer to intensive care. Were there any difficulties with device intraoperatively to include malformed staples or hemostasis concerns? No. How was the post-operative bleeding identified? Drop in blood pressure and drop of hemoglobin. Was the site of the bleeding identified? No. Was the bleeding intraluminal or intra-abdominal? Both. What, if any, ethicon device was used at the identified site of bleeding? Neither. Does the surgeon believe that the patient death is associated to a deficiency of an ethicon product? Yes. Was an autopsy performed? Yes. If so, what was the cause of death? Multi-organ failure after hemorrhagic shock.

Event description:
It was reported that the patient experienced post operative bleeding. The patient has been re-operated but died.

Manufacturer narrative:
(B)(4). Additional information requested and received: why does surgeon believe the patient death is associated with ethicon products? Probable bleeding on the staples line. Which device is surgeon alleging contributed to patient¿s death? Plee60a.